Event description:
It was reported that during an implant procedure, the head of the spacer became detached when attempting deployment in a tight interspace. The physician noted the presence of osteophytes and thick bone, and completed the procedure with another device of the same model. The device was kept by the facility; and therefore, device analysis could not be completed.